Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 07/14/2015, the lay user/patient contacted lifescan (lfs) in regards to a sample draw issue with their onetouch ultra test strips. The complaint was classified based customer care advocate (cca) documentation. The patient reported that the alleged partial fill of his test strips issue began about ¿2 months ago¿. The patient manages his diabetes with insulin pump therapy and denied taking any action to his usual diabetes management routine as a result of the alleged product issue. The patient claimed that about ¿2 months ago¿ on an unspecified time after the alleged product issue began he developed the symptom of ¿shaky, sweating and high heart rate¿. The patient denied receiving any treatment. At the time of troubleshooting, the caa verified the correct testing steps were being used and the test strip partially filled after apply a sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged issue remained unresolved at the time of troubleshooting.